Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of implant. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2011) is considered to be a best estimate.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2017 - patient was diagnosed with large right inguinal hernia thereby underwent laparoscopic repair with implant of 3dmax mesh. Per op notes, "a 3dmax light mesh was placed and tacked." (B)(6) 2017 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with implant of synthetic mesh. Per op notes, "adhesions were taken down and a synthetic mesh was placed and sutured."